Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters. This device is no longer considered reportable.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.